Manufacturer narrative:
(B)(4). A known cause of this alarm is a supply bag falling and disconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag fell and disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.